Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This condition is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause of the iipv was undetermined.

Event description:
During evaluation of a returned homechoice device, a high drain error 104 alarm was identified. This occurred on (B)(6) 2012, in night drain 4. This event meets iipv criteria. This information meets iipv criteria. No additional information is available at this time.